Event description:
Additional information received 23 august 2021 (email): issue was discovered (B)(6) 2021 during setup. No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure, tank cover, damaged power switch and printed circuit board (pcb). Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The device did not power on. The front cover and pcb were removed to investigate further. The reported issue was confirmed. The root cause of the reported issue was found to be the connection between the power switch and pcb was damage. This was caused by wear and tear damage by the customer because of the design. No action taken due to the age and condition of the device. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 will not power on. Reported event occurred during set up and no patient involvement.